Manufacturer narrative:
The problem was related to two fragments from fibers due to a misuse of the device. We are unaware about patient injury. Device evaluated by distributor.

Event description:
The optical fiber had a failure that did not allow to use it. No adverse effects to patient were reported.